Event description:
No failure at test before use. 15mm connector broke at the 5th day after intubation when a nurse tries to detach a resuscitator. No reported patient harm or injury.

Manufacturer narrative:
The actual device has not been returned to manufacturer to date. When a sample has been returned and a comprehensive evaluation has been completed, a follow-up report will be submitted.